Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was re-booted, the unit displays initialization screen and continously resets. The receiver was opened and the main board was seperated from ui-u1 to perform a download; the log was reviewed with no related failure errors observed. The reported event of an error icon display was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwrf. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.